Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an ipg explant procedure and was doing well postoperatively. No device malfunction was suspected. The explanted device will not be returned.

Manufacturer narrative:
Correction to the initial MDR in block d6b. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an ipg explant procedure and was doing well postoperatively. The explanted device will not be returned. No device malfunction suspected. Additional information was received that the patients leads were also explanted.